Manufacturer narrative:
One empty inserter/retractor component and five used infusion sites were returned for evaluation. The five used infusion sites were examined; the examination showed three of the infusion sites were missing the adhesive layer underneath the sites. A potential cause for the missing adhesive is the adhesive became stuck in the inserter's cap upon opening the component; however, as the caps were not returned for investigation, this could not be verified. The investigation could not definitely establish the cause of the issue (detached during use). The manufacturing facility performed a device history review of the lot number reported (75x077): the review showed no deviations or abnormalities related to the reported issue. At this time no corrective action has been identified.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Report received from user stating that infusion set became detached during use. No adverse health outcome resulted from this event.